Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-sep-07 clarified the pump was replaced on (B)(6) 2017. The rep was not present for withdrawal of medication from reservoir. The pump after explant was sent to the hospitals pathology department and will eventually be sent back for evaluation. The healthcare professional (hcp) was to notify us when the pump was ready to be picked up from hospital. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding patient receiving lioresal (baclofen) 2000mcg/ml for an unknown total dose via an implantable pump for intractable spasticity and movement disorders. It was reported the patient reported to the emergency room (ER) yesterday ((B)(6) 2017) unresponsive after baclofen refill on (B)(6) 2017. At a previous refill appointment the healthcare professional (hcp) indicated the programmer read that there should be 5cc of drug in the pump, but 0cc was able to be withdrawn. The hcp was concerned that the pump may be overinfusing. The hcp did a catheter dye study and a rotor study earlier (date unknown) and everything appeared to be functioning. Last night when the patient reported to the ER, the hcp aspirated the catheter, set the patient at minimum rate, and emptied/refilled the reservoir to confirm there had not been a pocket fill. Although it was noted that surgical invention occurred, it was also noted that surgical intervention was planned as the hcp decided to replace the pump and the surgery will be (B)(6) 2017. It was unknown what factors may have caused or contributed to the issue. It was noted that the issue was not resolved at time of report, and patient's status at time of report was unknown. The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the business partner. It was reported on 29-aug-2017, a spontaneous report was received from a physician via the manufacturer regarding a 2953200 male who was being treated with lioresal (baclofen) 2000 g/ml. On 07-sep-2017, additional information was received from a physician via a manufacturer representative. On 03-nov-2017, additional information was received from an advanced registered nurse practitioner (arnp) on behalf of the managing physician. It was reported that medical history included implantation with a synchromed ii pump (model # 8637-20; on (B)(6) 2013). Concomitant products were not reported. It was reported that on an unspecified date, the patient started treatment with lioresal 2000 g/ml, at an unknown dose, intrathecally, per continuous infusion via a synchromed ii pump, for an unspecified indication. It was reported that on an unspecified date, after starting the product, and at a previous refill appointment, the managing physician indicated that the pump programmer read that there should be 5 cc of drug in the pump, but 0 cc were withdrawn. It was reported that the physician was concerned that pump may be over-infusing. It was reported that the physician performed a catheter/dye study (date of study unknown) and everything appeared to be functioning. It was reported that on (B)(6) 2017, the patient had another refill. It was reported that on (B)(6) 2017, the patient was unresponsive upon arrival to an emergency room (ER). It was reported that the physician aspirated the catheter, set the dose to minimum rate (dose not specified), and emptied/refilled the reservoir to confirm that there had not been a pocket fill. It was reported that the physician decided to replace the pump, and the surgery was scheduled for (B)(6) 2017. It was reported that as of (B)(6) 2017, the events were had not resolved. It was reported that on (B)(6) 2017, it was learned that the rep did not know what the return volume of the previously reported catheter aspiration and emptying of the pump reservoir was, as she was not present for the procedure. It was reported that on (B)(6) 2017, the pump was explanted, as planned. It was reported that following the explantation, the explanted pump was sent to the hospital pathology department, and was to eventually be sent back to the manufacturer for evaluation. It was reported that the physician was to notify the manufacturer field team when the pump was ready to be picked up from the hospital. It was reported on 03-nov-2017 that the report regarded a (B)(6) male. It was reported that additional medical history included generalized spasticity, quadriplegic cerebral palsy (cp) with dystonia, and a high cognitive function with an ability to express himself with a tendency to be anxious. It was reported that on an unspecified date in (B)(6) 2013, the patient initially started treatment with lioresal 2000 g/ml at an unspecified daily dose, for generalized spasticity. The previously reported refill appointment, during which the volume discrepancy was noted, took place on (B)(6) 2017. It was reported that at that visit, the patient had increased tone, anxiety, tremors, shaking, and recent insomnia. It was reported that the catheter was aspirated with good return. It was reported that a 25 g bolus was administered with some decrease in tone. It was reported that the patient was then sent to the ER for further workup, which included the previously reported rotor and dye study which was negative. It was reported that the patient was then admitted to the hospital and was discharged to home on (B)(6) 2017. It was reported that on (B)(6) 2017, the managing physician's office received a call from the ER that the patient had arrived unresponsive. It was reported that the patient was admitted to the hospital with a diagnosis of "baclofen pump failure." It was reported that the patient's lioresal 2000 g pump rate was decreased to 99 g/day, after which the patient improved, and it was decided to replace the pump. It was reported that on (B)(6) 2017, the pump was replaced with a new unspecified intrathecal pump by neurosurgery with no further symptoms. It was reported that on (B)(6) 2017 (illegible notation, appears could also have been written as (B)(6) 2017), the patient was discharged from the hospital. It was reported that as of (B)(6) 2017, the patient was being treated with lioresal 2000 g/ml at 600 g/day. No additional information was provided.